Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of over one hour occurred for the transmitter with the serial number (B)(4). However, data for the transmitter with the serial number (B)(4) from inquisitor] was provided for evaluation. The allegation was confirmed. The probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.